Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a linear opening with leakage at the shell. The shell/ring had a linear opening with leakage and evidence of adhesive failure between at the junction of the shell and the belt. The buckle was broken with striations consistent with a surgical end cut to remove the device. No add'l info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported lap-band sys replacement due to an alleged port leak.